Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 devices were taken from the current production p/n 425-00 concha neptune lot #: 73l200004n, the samples were visually inspected, and issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor, and trend for reports of this nature. If the sample becomes available at a later date, a follow up report will be submitted with investigation results.

Event description:
Customer complaint alleges the device will not stop alarming with visual, and audio alarms, and is unusable prior to use on patient. No patient involvement.